Manufacturer narrative:
A service rep ordered parts then removed and replaced the s-ram. The rep set boast to 85% measured 17.1 rem system functioned as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.